Event description:
It was reported that the patient had sleep apnea due to vns. The physician adjusted the patient¿s device settings multiple times but was unable to determine the right combination of settings to resolve the sleep apnea. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.